Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the effects of the stimulation had changed and they were reprogrammed on (B)(6) 2017. Following this, they had improved coverage on their right side, but not their left. They were reprogrammed again on (B)(6) 2017, but the stimulation wasn't reaching their flank bilaterally. They also reported that they had difficulty getting the stimulator to work as of (B)(6) 2017. They then reported that they weren't satisfied with the relief on (B)(6) 2018 and, on (B)(6) 2018, they reported they discontinued the use of their device because it wasn't providing sufficient relief from their pain. Then, on (B)(6) 2018, they stated they had forgotten how to turn the device on. They were planning to schedule a programming session.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient in a clinical study with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the device turned off. It was unknown what actions were taken or what the status of the event was at the time of the report. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Corrected information in adverse event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the effects of the stimulation had changed and they were reprogrammed on (B)(6) 2017. Following this, they had improved coverage on their right side, but not their left. They were reprogrammed again on (B)(6) 2017, but the stimulation wasn't reaching their flank bilaterally. They also reported that they had difficulty getting the stimulator to work as of (B)(6) 2017. They then reported that they weren't satisfied with the relief on (B)(6) 2018 and, on (B)(6) 2018, they reported they discontinued the use of their device because it wasn't providing sufficient relief from their pain. Then, on (B)(6) 2018, they stated they had forgotten how to turn the device on. They were planning to schedule a programming session.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that no actions were taken to resolve the device having turned off and that the cause of the device having been turned off was that the patient forgot how to turn the device on. No further complications were reported/anticipated.

Manufacturer narrative:
The patient's weight was corrected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the therapy was resumed and reprogrammed on (B)(6) 2018 with a manufacturer representative. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2018. No further complications were reported/anticipated.